Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted multiple loss of prime warnings despite changing the cartridge this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The returned battery cap and cartridge cap were used to completed investigation. The pump powered on normally and successfully completed ez-prime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. The pump cover was removed and an intermittent condition to the force sensor flex was found due to a cracked trace. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.